Manufacturer narrative:
The following questions were answered: what is the dirt on the a rubber (bending section cover)? Could not be identified could this instrument have been used on a patient with dirt adhering to the a rubber? There is a possibility although customer follows correct reprocessing procedure as per training / instructions for use (IFU), the device could not be brushed enough by customer. Device was not completely reprocessed at the time of pickup of device for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material/dirt remained due to handling / reprocessing deviation from IFU. The event can be prevented by following the instructions for use: "operation manual_ 3.2 inspection of the endoscope; operation manual_ 3.6 inspection of the endoscopic system; operation manual_ warnings and cautions; reprpcessing manual_ chapter 3 cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during receipt inspection, they identified a blurry image on the screen. There were no reports of patient harm associated with this event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the bending section cover was dirty. This report is being submitted for the malfunction found during evaluation (dirty bending section cover).

Manufacturer narrative:
During inspection and testing, the bending section cover was dirty due to insufficient cleaning. The reported issue (blurry image) was confirmed during testing. There was liquid present in the device. In addition, the objective lens had discoloration due to deterioration caused by chemical stress, damage to the charge coupled device unit caused the image to look rough and have shadows, and there was a scratch on the connecting tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.